Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a radical cystectomy procedure on (B)(6) 2017 and the barbed suture was used. It was also reported that dehiscence occurred post-op. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient coughed and the entire incision dehisced. Thy physician opined he never had the entire incision dehiscence, usually there is only a tiny spot that dehisces if there is any at all. The physician reported it's the first time he has seen the whole incision open up. He did have to take the patient back to the or to close the incision. The patient is doing good now and there are no complications at this time.